Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra2 meter was reading inaccurately high. The pt tests her blood glucose 2-3 times a day. She manages her diabetes with levemir insulin and sliding-scale novolog insulin which was recently discontinued. The pt mentioned that the pt had started sliding-scale novolog insulin therapy about a month ago. During that time, the pt claimed that she had passed out a few times, had symptoms of tingling feet and tongue, and had to call the paramedics a total of 5 times. In each case, the pt was treated with IV glucose. The pt was also hospitalized a number of times. However, she was not willing to provide further details of the hospitalizations other than saying that she was tired of going to the hospital. The pt was unable to provide any meter readings obtained during the time of concern from the reported meter and from the paramedics. However, she claimed that possibly she was taking too much sliding-scale insulin based on her meter readings. The pt, however, mentioned that while she was on the sliding-scale regimen, she decided on her own to decrease her insulin dosages. Even then, the customer alleged that she suffered hypoglycemic episodes. At one point, she consulted with her doctor and was told to decrease her sliding-scale doses. The pt, however, informed her doctor that she had already decreased the dosages on her own. The pt's doctor recently advised the pt to completely stop taking the novolog insulin. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she passed out and received IV glucose treatment from health care providers a few times after the alleged meter issue began. The pt was taking insulin based on her meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.